Event description:
It was reported that during an unk procedure, the active blade broke during surgery, outside of the pt. The surgeon couldn't remember if he scratched the blade to metal. Another device was used to complete the procedure. There were no adverse consequence for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.